Manufacturer narrative:
Product analysis: during functional analysis an attempt was done to inflate the balloon, but a leakage was observed coming from the balloon. During visual analysis, the location of the leakage was confirmed to be on the proximal peak of the balloon. The hole where the leakage comes from is really small, but it is visible because small drop of water are going through the hole. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the hole is attributed to the contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with osteoporotic fracture underwent balloon kyphoplasty at l2.intra-op, the balloon leaked. The access of the vertebral body was made correct. Before accessing the balloon catheter, the surgeon used a bonefiller to get a smooth trabecular bone surrounding area. After the placement of the balloon, he tried to inflate the balloon by low pressure. He saw a very small amount of contrast medium in the x-ray image. So he removed the balloon immediately and finished the procedure successfully by using the second balloon. After the procedure he checked the balloon. There was a small leakage at the proximal end of the balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.